Manufacturer narrative:
It was noted that the initial report was submitted under the incorrect medwatch facility.the proper report for the event is being reported under report # 0002648920-2017-00241.

Manufacturer narrative:
Concomitant medical products: item name: nexgen prolong lps-flex articular surface gh/7-10 10, item number: (B)(4), therapy dates - (B)(6) 2017.

Event description:
It was reported the patient was revised for tibial loosening.